Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient that the protection of the cannula was stuck on the pod when they tried to remove it. The patient proceeded to apply the pod to their body. The infusion site was not specified. The patient then reported the pod had a communication issue due to line of sight and did not work properly. The patient wore the pod between 49 and 71 hours. When the pod was removed, the cannula was retracted, indicating a needle mechanism failure. Treatment details were not provided. There was no impact to the patient¿s blood glucose level reported.